Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, a temporary loss of output was observed upon electrocautery use. Intermittent oversensing was also noted. No patient symptoms were reported. The device was successfully explanted and replaced.